Manufacturer narrative:
Product complaint # (B)(4). Batch # t5a61w. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with one gst60b cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon fired on the small bowel and a few staples deployed about twenty five percent of the way along the jaw and deployed a few staples and the motor stopped. The reverse button was tried with no result then the manual over ride was tried. The surgeon used a considerable amount of force but felt that the blade did not move. A second like device was brought in and the battery from this device was put in to the first device. The surgeon had to work with the device and finally got the jaws to open. He used the second stapler with a blue reload and closed on the small enterotomy after connecting the small bowel to the pouch. The procedure was completed with no patient consequences reported.